Manufacturer narrative:
Correction: on 10/07/2016, a medtronic representative reported that he went to the site to complete a planned maintenance (pm) and check on the suspect clamp. He asked where the clamp might be and they said it was in the tray. It appears that someone had incorrectly thought it was not functioning properly and said it was broken. Then it was later looked at by more familiar staff and deemed normal. The rep inspected the device closely during the pm and everything about the clamp was in working order. They did receive a replacement and are keeping it sterile as a backup to the suspect functional clamp. This new information clarified the reported event as unlikely to cause serious harm. If this information was available during the initial review, the reported event would not have been considered a reportable malfunction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement spinous process clamp short shipped to site 09/15/2016. No parts have been received by manufacturer for analysis. On 09/27/2016 a medtronic representative, following-up at the site, reported the clamp was stripped. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative reported that a site's spinous process clamp short was not closing completely or staying closed. This was discovered in sterile processing at the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.